Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis engineering has confirmed the previous failure analysis investigation. The distal idler cable was broken at the location of the distal idler pulley. Grip cables are all detached from the proximal end of the instrument with the crimp intact. After full disassembly, and removal of the grip cables from the plastic tube, the total length of the remaining idler cable, and remaining piece still attached to wrist/pulley assembly appear to be essentially the same length as the corresponding cable from the other side of the wrist. The amount of material missing cannot be determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was able to confirm/reproduce the reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Missing material could not be confirmed through analysis. The instrument will be transferred to failure analysis engineering for further investigation. The root cause is attributed to a component failure. A review of the instrument log for the mega suturecut needle driver instrument (part # 471309-15/ lot # n10210215-0036) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 10th use of the instrument. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted low anterior resection surgical procedure, it was alleged that the surgeon noticed the cable was broken and was detached from the mega suturecut needle driver instrument. Another portion of the cable was found on top of the patient's colon. The piece was retrieved and removed by the bedside assisting surgeon during the same procedure. There was no injury to the patient reported. However, unintended fragments falling inside the patient may require surgical intervention, contributing to an adverse event.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon noticed the cable was broken and was detached from the mega suturecut needle driver instrument. Another portion of the cable was found on top of the patient's colon. The piece was retrieved and removed by the bedside assisting surgeon during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator at the site on 20-aug-2021 and obtained the following additional information about the complaint: the instrument was inspected prior to use with no issues noted. The fragment will not be returned to isi, but the instrument will be. The surgeon used a grasper instrument to retrieve the fragment and the piece was discarded. The issue with the instrument occurred as soon as the surgeon inserted the instrument into the patient's abdominal cavity. The surgeon does not know what caused the instrument to break. The patient has not returned due to any post-operative issues following this event. Patient information was not able to be released.